Event description:
When the device was interrogated, the battery was nearly empty (2.32 v). The device was returned still sealed in the unopened package.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device condition was identified prior to any patient involvement. Evaluation summary: (B) (4) functional testing found the device at eri (elective replacement indicator) and no high energy output. Vf detection was turned on while the device was still in the shipping package. The device accumulated 1,561 seconds of charge time. The cumulative charge time was the reason for the depletion and the no high energy output.